Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited capture thresholds greater than 2.75 volts at 1.5 ms.